Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of worn and the padding was coming off was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic sigmoid colon resection procedure, the tissue pad on the sonicbeat device came off. The tissue pad came off about an hour after use. The pad did not fall inside the patient's body. The intended procedure was completed by replacing the device with an olympus backup device. There was no procedural delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 additional information:d4. The device was returned to olympus for inspection and the reported failure of the tissue pad peeled off was not confirmed. Based on past investigation results, a likely mechanism causing the tissue pad to peel might have been due to the fact that during output activation, nothing was grasped between the grasping section and the distal end of the probe, including after tissue resection. As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.